Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of "foggy lent¿ was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the image guide cover lens was dirty. The most probable cause of the additional failure is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the cystonephrofiberscope had foggy lent. There were no reports of patient involvement.